Manufacturer narrative:
The device had a leaking ebox due to failure of the ebox seal. The leak will occur if the lids on the ebox are breached, allowing the silicone gel on the inside to leak.

Event description:
The system 6 sagittal saw was sent for service and it was leaking silicone from the ebox during performance testing at the MFR. No adverse event was associated with the device.